Event description:
It was reported that syringe 1ml ls sp120 needle had a connection issue. This occurred on 45 occasions. The following information was provided by the initial reporter: this is a report about a syringe needle connectivity issue. The customer uses this product for covid vaccination. According to the customer's report, bd's syringe doesn't fit tsk's needle and the needle easily comes out of the syringe. The number of the complaint products is already 45 up to the present time. The customer is thus worried that they may run short of syringe.

Manufacturer narrative:
Investigation summary: eight syringes received for investigation, upon visual inspection of the samples received, no molding or other defect can be noticed in the syringe, no burrs or deformations can be seen in the tip. Non-bd needle provided was evaluated, hub of the used needle is short not meeting specification. Additionally, ten retained samples from the lot were evaluated. The product was visually inspected, leakage, and luer cone fitting verification testing performed, no defects were identified. Non-bd needle provided by customer suggest the root cause of the defect is related with the dimensions of the hub of the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 1ml ls sp120 needle had a connection issue. This occurred on 45 occasions. The following information was provided by the initial reporter: this is a report about a syringe needle connectivity issue. The customer uses this product for covid vaccination. According to the customer's report, bd's syringe doesn't fit tsk's needle and the needle easily comes out of the syringe. The number of the complaint products is already 45 up to the present time. The customer is thus worried that they may run short of syringe.